Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the resection of the stomach on a laparoscopic bypass, the surgeon was able to press the green button and squeeze the handle and stapler had cut but has not stapled so there was a hole in the stomach. The surgical time was extended and may result to a risk of infection. They changed the stapler to complete the case.